Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i1000sr analyzer, list number 01l86-40, serial number (B)(4), and manufacturing site abbott manufacturing inc, (B)(4) in section of this report to architect stat troponin-I, list number 02k41-27, lot number 67302un18 and manufacturing site of abbott laboratories, (B)(4). MDR number 1415939-2018-00162 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer. Complete information for section a patient information, patient identifier- multiple =(B)(6).

Event description:
The customer reported two false positive troponin results on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial 0.297, repeated 2.015, 2.443. The sample was respun and retested = 0.287 / 0.293ng/ml; sid (B)(6) initial 0.117, repeat < 0.01ng/ml. The customer's diagnostic cutoff is 0.04 ng/ml. There was no impact to patient management reported.